Event description:
It was reported that low, out of range, pacing lead impedance and noise detection was noted. The lead was capped and replaced. During replacement, an insulation anomaly was observed. No adverse consequences for the patient were reported.

Manufacturer narrative:
(B)(4).